Event description:
It was reported that the radiofrequency programmer head was no longer able to interrogate. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was no longer able to interrogate, it passed all functional and system testing; however, it was noted that the cable was damaged and it was therefore replaced.